Event description:
I have mcghan style 168 saline textured implants since 1999. Within a year I began having health issues. Severe cutaneous infection requiring me to take several infective antibiotic rounds ultimately leading my dr. To prescribe accutane to get rid of the infection causing this. Autoimmune misdiagnosis, lyme disease, palpitations, insomnia, chronic fatigue, respiratory infections what won't go away, hair loss, hyperthyroidism diagnosis however results show my thyroid to be healthy, inflammation in my body, painful joints, brain fog, severe anxiety, painful costochondritis and daily breast pain to name a few. I've been rushed to the ER with heart attack like symptoms and a sitting heart rate of 128-130 yet all my blood results including a cbc panel, came back completely normal. I have seen several specialists to determine what it is that my body is fighting. My primary care physician believes my implants are the cause of all these issues that cannot be explained.